Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpackaging a hi-torque (ht) balance middleweight (bmw) universal 300cm j guide wire, it was noted that the bmw had a core separation when pulling the bmw out of its dispenser hoop coil without difficulty; the distal end of the bmw appeared to be held together only by its coils. No damage was noted to the device packaging itself. The device was not used in the patient and there was no occurrence of a clinically significant delay. Another same size ht bmw guide wire was unpackaged and used successfully in treating the patient. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.